Event description:
It was reported by the customer that the pyxis medstation es system placed on critical override due to a communication issue. The customer stated that the malfunction caused a delay in accessing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not in critical override. A technical support specialist, adjusted the time at the station, restarted the services, and rebooted the device, which subsequently was no longer in critical override at the server. The system functioned as intended.